Manufacturer narrative:
According to available information, this lead remains implanted. Should additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed loss of capture. Lead dislodgement was suspected. A decision will be made regarding a lead revision in the future. According to available information, this lead was deactivated. No adverse patient effects were reported.